Manufacturer narrative:
Additional 510(k) number k072642.

Event description:
It was reported that the abutment screw (ilrght) fractured in the prosthesis. It was also reported that they were able to remove the fractured abutment screw.

Manufacturer narrative:
One certain® titanium large hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn from use. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes fractured screw and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction. On screw placement as well as recommended torque values. In the case of certain® titanium large hexed screws, it is recommended to torque at 20 ncm. A root cause cannot be determined. The following sections have been updated: (B)(4).

Event description:
No further event information available at the time of this report.